Event description:
It was reported that the itrak 3500 system had tracking inaccuracy errors and problems with instrument recognition requiring a reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Customer discovered after opening service call that the ear piece of the headset was not in ear canal during surgery which caused the tracking inaccuracy they experienced. Also, some items were on top of the keyboard and some of the keys were pressed causing the problem with selecting names. The system was tested and found to be working as intended and put back into service.